Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-02582 for a similar event reported on the same patient.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2018-02582. Evaluation: zoll medical corporation evaluated the devices and the reported malfunction was not replicated or confirmed. The devices was put through extensive testing which included bench handling, defib testing, ECG testing, stress testing, impedance testing, and pace testing on a simulator without duplicating the reported malfunction. The device was recertified and returned to the customer. It is noteworthy to mention the pads and adapter used at the time of the reported event were not returned for evaluation and clinical files were unavailable; therefore we are not able to confirm the reported issue. No trend is associated with reports of this type.